Event description:
It was reported that during an unknown procedure, the blade would not retract from the trocar. They used another like device to complete the case. There were no adverse consequences to the pt. One device will be returned.